Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: a dim, faded, discolored display screen and intermittent response of the down arrow button with contamination of the button contacts.

Manufacturer narrative:
Submitted: (B)(6) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history did not reveal any errors, alarms or warnings related to the complaint. On investigation, the pump powered on normally. The display screen was noted to be dim, faded and discolored. On testing, the down arrow button demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.